Manufacturer narrative:
The device subject of the reported event was sent to the supplier for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The user facility reported that during a patient procedure their co2 efficient endoscopic insufflator system was intermittently shutting off resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The co2efficient endoscopic insufflator unit subject of the reported event was returned to steris for evaluation. The reported event could not be duplicated; however, the unit's membrane did not perform as expected. The membrane was replaced and the device was recalibrated and tested prior to being returned to the customer. The co2efficient endoscopic insufflator operator manuals states, "before each use, the following procedures or inspections should be performed: visually inspect the co2mpact endoscopic insufflator® system for external signs of damage. Inspect the electrical connections. Do not use if the inspection reveals damage. Before connecting the power cord to the wall outlet, make sure the main power switch is off and that the voltage is correct. Inspect the connection to the co2supply tank, to assure it is intact and tight." Additionally, the co2mpact endoscopic insufflator® system operator's manual (3180653) provides the appropriate gas flow setting for the user: "(3) user-selectable settings: 2.0 (1.8-2.3) liters/minute(low), 2.9 (2.7-3.1) liters/minute (medium), 3.4 (3.2-3.6) liters/minute (high)." A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.